Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient thought the event was caused by the ac power cord coming loose at the wall outlet. It was unknown if the mpu had a v-lock connector on the ac power cord. The mpu was not exchanged or removed from service.

Event description:
It was reported that log files revealed a loss of power to the mobile power unit (mpu) on 07aug2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 2 days of information ((B)(6) 2024 per timestamp). Abnormal power cable disconnect, low power hazard, and no external power alarms were observed between 21:37:04 and 21:37:08 on (B)(6) 2024. These alarms activated while the controller was connected to the mobile power unit, and appear to be consistent with a loss of ac power to the mobile power unit. The backup battery activated as intended during the event, and operation of the pump was not affected. The alarms resolved when external power was restored. The mpu (serial number: unknown) was not returned to abbott for analysis. Provided information indicated that the ac power cord may have become loose at the wall outlet; this was suspected to be the root cause of the reported event. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.